Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient who stated that the alarm 2 signaled during a bolus. The patients' blood glucose was increased to 600+mg/dl. Patient stated that it was determined that the tubing was occluded. Patient changed tubing and injected a bolus accordingly with the pump. Unknown patients condition at this time.